Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology are unknown. It was reported that the procedure time was very long which lead to overheating of the fluoroscopy unit and loss of wire placement. The patient still required placement of an iliac extension cuff; however the procedure was aborted and the patient will return at a later date for addition of the iliac extension cuff due to an endoleak. No clinical sequelae were reported, and the patient is reported to be fine.